Manufacturer narrative:
A) the air-in-line sensor hardware functioned properly. However, the air-in-line alarm was not generated at the specified air bubble size. A software bug was identified that caused the air-in-line alarm out of specification. The software bug has been corrected. B) the complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016. C) zyno medical submitted an e-MDR (3006575795-2016-00162_complaint (B)(4)) on 10/28/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported that the pump continued to run with air in line. No patient injury or harm was involved in this case.